Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using expired insulin. Reportedly, the customer loaded new insulin and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.